Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02841. It was reported that the patient presented with infection. Transesophageal echocardiography (tee) test was performed and results indicated vegetation on the right ventricular lead. Positive blood cultures. The system was explanted. The patient was fine after the procedure. A new competitor system was implanted on (B)(6) 2017. The patient was fine post-procedure.